Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4) - failure (event) observed during analysis. Final analysis found that the pulse generator had weak intermittent telemetry due to a defective integrated circuit chip.